Manufacturer narrative:
We have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
The consumer received a 2nd degree burn to her back while in use of the product. The consumer did receive medical treatment from her doctor.

Manufacturer narrative:
On 11/4/2016, we have requested the device be returned to the manufacturer. To date we have not received the device. On (B)(6) 2017, added the upc code to this emdr. Device not returned to the manufacturer.

Event description:
On (B)(6) 2016, the consumer received a 2nd degree burn to her back while in use of the product. The consumer did receive medical treatment from her doctor.

Manufacturer narrative:
On 11/4/2016, we have requested the device be returned to the manufacturer. To date we have not received the device. On 1/30/2017, added the upc code to this emdr. On 2/8/2017, manufacturers narrative: hot spots or burn marks are created by folding or scrunching the heating pad during use. This moves the internal wires which are then less regulated by the thermostats. When the heating wires are not temperature controlled, the temperature becomes too hot and can generate temperatures above those specified. If the heating pad is used as suggested in the ib, where it is placed on top of the area to be treated, left in a flat condition, there would be no creases in the pvc.

Event description:
On (B)(6) 2016 the consumer received a 2nd degree burn to her back while in use of the product. The consumer did receive medical treatment from her doctor.